Event description:
It was reported that, in (B)(6) 2012, the patient 'picked up [lifted]' another person and could then feel 'it' in her labia. Two weeks after the implantable neurostimulator was implanted it was found that the lead had migrated. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v342088, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).